Event description:
It was reported that the tip-coil and tip-ring impedance was > 3000ohms and that there was high thresholds noted. Follow up information provided that the lead configuration was changed and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.